Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited oversensing, resulting in an inappropriate electrical shock. It was noted that this patient has a pacemaker system and s-ICD system and the atrial pace was oversensed by the s-ICD. Troubleshooting options were discussed and recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.